Manufacturer narrative:
Product ID: 8711, serial# (B)(4), product type: catheter.

Event description:
It was reported the pump was implanted in the patient¿s abdomen. The pump kept turning perpendicular. The pump was difficult to fill and refills would take 45 minutes. The next pump was implanted in the patient¿s hip. At the time of the report the pump was being used to deliver fentanyl, clonidine, and morphine (unknown).